Manufacturer narrative:
(B)(4). The reported complaint that "failure to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "failure to unwrap" additional information states the iab catheter was removed and replaced. The customer as reports that once the iabp console was exchanged therapy was resumed.

Event description:
It was reported "failure to unwrap" additional information states the iab catheter was removed and replaced. The customer as reports that once the iabp console was exchanged therapy was resumed.

Manufacturer narrative:
(B)(4)